Event description:
It was reported that the customer had sensor issue. Customer stated that blood at site triggered sensor error. Customer's blood glucose was 476 mg/dl. Customer had body inflammation due to surgery and when placing sensor on the body. Customer stated that 3 sensors were wasted and reported bent cannulas too. Troubleshooting was done. Customer was advised by healthcare provider not use sensor while there's inflammation. Advised the customer the 3 sensors would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.